Event description:
Customer reported device was generating higher results and was dosing insulin based on them. Customer stated device => 200 mg/dl. Customer took diabetes medication ("a pill"). Customer began to feel confused and shaky. Family member gave them orange juice. No controls used. A request was made for return product and replacement product was sent.